Manufacturer narrative:
Product analysis: it was determined at analysis that the ventricular output connector was cracked, the hanger did not lock anymore, and incoming test performed on the automated test system failed on backlight on-off difference current. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.